Event description:
Livanova received report that a s5 roller pump stopped and an error message associated to the shaft angle encoder was displayed on the system panel during primingthere was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The shaft angle encoder was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: according to the service activities review, the roller pump currently at this customer site was installed in 2008. The analysis of the complaints database did not reveal further reported issues related to this unit. Taking into account that issue was solved replacing the shaft encoder and considering the manufacturing date of the pump, it cannot be ruled out that the root cause of the reported malfunction could be traced back to a defective shaft encoder. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.

Event description:
See initial report.